Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing of the device, the surgeon saw the clip had scissored on the cystic duct. Case completed with same device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. Additional information was requested and the following was obtained: no cholangiogram was done. Clip was fired on duct and not on a hard structure. The clip did not cut the structure.